Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. Meter's date and time were set to 7:23 pm on (B)(6) 2011 when received. Meter data-log was uploaded and reviewed time and date change due to esd was observed. This is a final report.

Event description:
Family member of the customer reported that the customer was receiving an error 6 on her adc blood glucose monitor and was not able to test her blood glucose level. The caller further reported that the customer subsequently experienced of having symptoms of low sugar and passed out. Paramedics were called and responded and the customer were given glucose orally and via intravenously. Customer self-treated with insulin and by drinking juice. The customer was not transported into a health care facility. There was no report of death or permanent injury associated with this event.